Manufacturer narrative:
The product is not expected to be returned for analysis; however, the diagnostic logs are expected to be received. Upon the return of the diagnostic logs a supplemental report will be sent with the investigation results as well as the device history record. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use on a patient using the hemosphere instrument, after in-vivo calibration and zeroing, the pressure crashed and dropped by about 20mmhg. The system was re-calibrated and re-zeroed and then things came back up and were fine. There was no allegation of patient injury. The device won't be sent back for evaluation. The diagnostic logs were available.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The product was not returned for evaluation but the diagnostic logs were received. The diagnostic logs were reviewed by r&d. This event was related to an issue with the pressure out function of the monitor to send pressure waveforms to a patient monitor. In the logs it can be seen that the signal does drop by -20mmhg when zeroing was lost on pressure cable, which is a software related function. Per investigation it was found that if the user doesn¿t re-zero the patient monitor after reconnecting the dpt out cable, the user will receive a 20mmhg offset value thus producing a value that is 20mmhg lower than expected. In this case the user did not re-zero the monitor when reconnecting the dpt out cable. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored.

Manufacturer narrative:
A device history record review was completed and documented that the device met all specifications upon distribution.